Event description:
It was reported that the device took a long time to heat during cardiopulmonary bypass surgery. Also, the water level alarm continued to sound. No patient injury was reported.

Manufacturer narrative:
Terumo visited the customer and no failure was detected. The service representative explained to the customer how to properly use the product. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.